Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified left posterior tibial artery. The sterling es pta balloon dilatation catheter was advanced to the target lesion. During the advancement of the device, severe resistance was met. Upon the first inflation at 6 atms for five seconds, a balloon rupture occurred and a leak was noted. The sterling es pta balloon dilatation catheter was removed and the procedure was completed with a different device. No pt complications or injuries were reported. The pt's status is listed as 'good.'

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).